Event description:
The complainant reported automated impella controller (aic) was defective. No other information is available. There was no reported patient harm.

Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the aic ¿ other has been completed since the original report was filed. The console was returned for investigation. The console logs from the reported day of event are consistent with complaint and show pbm1 communication failure which started approx. 2 days after initiating support with the pump. Inspection of the console performed in aachen fs revealed corrosion on pbm, affecting its communication with the epc. This is a known pattern failure. This pbm¿s sn falls outside of previously identified range. The cause of the aic issue was contamination.